Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have not contacted the doctor who manages their device about this issue. When asked the steps taken/will be taken to resolve the shocking sensation, the patient noted "none - it had not occurred prior, and has not reoccurred since." The patient reported it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had a problem with the device sometime back, and they were sent a memo for how to deal with it. The patient said the device was zapping them in the middle of the night and that had been taken care of by adding a humidifier.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that  everything has been fine until last night. Patient said they felt 15 shocks one after the other in the middle of the night and then 3-4 times with single shocks on the patient's labia. Patient had not had any falls or accidents in the past month or so. Patient made a setting change about a month ago from 1.4 to 1.6. Patient did not have a heated blanket. Patient states doing crunches last night but they weren't excessive and they had done them before and nothing had happened. . The patient was redirected to their healthcare provider to further address the issue.